Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a report about a missing membrane, resulting in leakage. When customer inserted the c180j into the infusion bag containing levofolinate, the liquid in the infusion bag started to leak out. When they checked the c180j, there was no membrane attached.

Manufacturer narrative:
A code updated to: a020602 component missing.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled, verifying the reported incident. A device history review was performed for lot 2406214, finding one annotation related to the reported incident. During the molding process, an incident was detected and increased inspections were performed. After the inspections were completed, unaffected product should have been placed back in the molding area. Through our investigation, it was identified the products was incorrectly placed into the assembled bin, without the membrane ever being assembled. Three retained samples of the reported lot were used for additional evaluation, all membranes were verified to be properly assembled. Based on our quality team's investigation, this incident is related to operator error, performing the inspections in the assembly area instead of the molding area, resulting in placing unassembled product in the incorrect location. Updates have been added to the reprocessing log to ensure product is inspected in the correct location. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.